Event description:
Updated information received: patient has not undergone a revision surgery. No revision is planned at this time as the patient is not experiencing any pain.

Manufacturer narrative:
(B)(4). Review of radiographic images identified two lateral views of major reconstruction with pedicle screws l4, l3, l1, t12 with xvbr at l2. Xvbr has subsided into l1 making it short in relation to the distance spanned. Eventual dissociation of the lower endplate foot noted of xvbr with additional subsidence into l1. The device has not been returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.

Manufacturer narrative:
Patient has not undergone a revision surgery. No revision is planned at this time as the patient is not experiencing any pain.

Event description:
It was reported that the patient underwent a vertebral body replacement procedure. An unknown time post-op, it was noted that the endcaps of the device were loose. The patient underwent a revision surgery eight days post-op to replace the device. After the revision, the patient is doing well.